Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a surgery while using an ophthalmic tip the shaft was found bent when it was opened and connected to the irrigation and aspiration handpiece. He surgery was performed and completed after replacing the product with another one. Patient harm was not reported.

Manufacturer narrative:
The returned sample was visually inspected and found to be nonconforming, the cannula was bent with a crease at the cannula's proximal location near the distal end of the molded hub. Wear was observed on the threads. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the cannula of irrigation/aspiration (I/a) tip was bent, how and when the cannula became bent cannot be determined from this evaluation. The most likely root cause is handling at any point after the single use I/a tip was shipped from the manufacturing site. No specific action with regard to this complaint was taken because the root cause for the complaint issue cannot be determined from this evaluation. All disposable I/a tips are 100% visually inspected prior to being released from the manufacturing facility. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).